Event description:
It was reported that during a gyn procedure, three devices were used and all three of them, the buttons worked intermittently. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4: device b lot #c4dh40, device d # lot #c4da6h. Analysis summary: three devices were received for analysis. The three ace36p devices were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.